Event description:
The patient's generator was explanted and replaced. The device was discarded.

Event description:
It was reported from the patient¿s father that the patient¿s group home reports that seizure were getting worse and lasting longer. It was also stated that the patient went to the ER a week ago but it was not stated that the patient was admitted. It was stated that the patient fell from a seizure and knocked out her two front teeth and had to get 4 stitches. The patient's father who reported these events stated that the vns has been a blessing but is now concerned that the battery might be too low to help. No additional information has been received to date.